Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal right coronary artery with mild tortuosity and 99% stenosis, pre-dilatation was performed with a 1.5x6 mm unspecified balloon catheter. A 4.0x8 mm rx xience v stent delivery system (sds) was advanced, resistance was felt with the patient anatomy, no force was applied and the stent was deployed at the target lesion; however, a distal edge dissection occurred. Another xience v stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.